Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on august 29, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported). Subsequently, the device was explanted on (B)(6) 2023. The patient was treated with IV antibiotics during surgery and oral antibiotics for 7 days (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.